Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly at home with his wife at the time of the event. The patient's wife reported that the patient received a treatment and that the patient was unconscious during the events. Ems was contacted and attempted to perform CPR. Review of the download data indicates that the lifevest delivered nine treatment shocks between 4:47:43 and 4:58:47. The patient first entered vf at 4:44:41 on (B)(6) 2019 which lasted approximately one and a half minutes. Motion artifact was present during this time. A non-treatable rhythm was then detected at 4:46:34. Vf was again detected at 4:47:07. CPR was present on the ECG recording. The lifevest delivered treatment shocks 1 through 6 during vf. The rhythm slowed after shocks 1-4 and transistioned back into vt/vf. The rhythm after shock 5 remained in vf. Treatment shock 6 converted vf to bradycardia transitioning to nsvt. Treatment shock 7 occurred while the patient was in sinus rhythm at 90bpm with hb and nsvt. The rhythm following the shock was vf. A non-treatable rhythm was then declared at 4:54:32 before the lifevest again detect vf. CPR and motion artifact were again present on the patient's ECG recording. Treatment shock 8 converted vf to sinus bradycardia which transitioned to asystole and back to bradycardia. A non-treatable rhythm was again declared. The patient entered vf for a final time at 4:58:15 which transitioned to vt at 290bpm. The lifevest delivered shock 9 which converted the arrhythmia to asystole. A non-treatable rhythm was declared and the device was shutdown at 5:33:58.